Event description:
Mr. (B) (6) (team leader of the central sterile services) reported to product manager (B) (4)that the tip of the leibinger dilatator broke during an open heart surgery and that one piece fell into the heart. He further reported that the piece could be removed without prolongation of the surgery time.

Manufacturer narrative:
Evaluation will be conducted and reported in the follow up.